Event description:
Additional information was received that; the patient experienced a vascular dissection and embolism.

Event description:
Additional information was received that the event was resolved with a vascular surgical procedure. The rv lp remains implanted. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a literature article that a patient experienced a major adverse event of venous access complication. Additional information was requested. Further information can be found in the literature article titled ¿the new screw-in fixation single chamber leadless pacemaker: a change of paradigm in the light of the initial real-world experience.